Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence related to mechanical issues, as the device was no longer functional. In a clinical evaluation, troubleshooting did not resolve the issues, leading to a revision surgery. During the procedure, it was noted that the kink-resistant tube (krt) connecting the pump to the cuff was torn; the cause for the observed anomaly is unknown. The physician decided to cut the affected piece of krt and plug it in with a new window quick connector. The system worked as expected afterwards. No additional patient complications were reported and the patient was set to fully recover.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported clinical observations cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the aus instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU lists urinary incontinence as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence related to mechanical issues, as the device was no longer functional. In a clinical evaluation, troubleshooting did not resolve the issues, leading to a revision surgery. During the procedure, it was noted that the kink-resistant tube (krt) connecting the pump to the cuff was torn; the cause for the observed anomaly is unknown. The physician decided to cut the affected piece of krt and plug it in with a new window quick connector. The system worked as expected afterwards. No additional patient complications were reported and the patient was set to fully recover.